Event description:
Baxter (B)(4) received a report that one (1) infusor device experienced a no flow during preparation. It is unknown with what the device was being filled. There was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Upon sample receipt, examination showed no signs of blockage within the bladder or the delivery tubing. However, flow was not readily observed at the distal luer despite numerous attempts of forced prime. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.